Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and backlight keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that on (B)(6) 2011 the up arrow keypad button became unresponsive. He denied physical damage to the rubber keypad, and stated that all buttons still spring back when pressed. The family member stated that the word "contrast" was showing on the display screen without any button presses by the user. He stated that the patient wears the pump in his pocket and does not clean the pump.